Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference # 3002808486-2018-00410. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # referenced in this initial medwatch report. Initial reporter occupation: non-healthcare professional. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ/vena cava perforation, physical pain, mental anguish, emotional distress, physical impairment, and fear. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported physical pain, mental anguish, emotional distress, physical impairment, and fear is directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot . The associated work order was reviewed. No related/relevant notes were documented . The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received a gunther tulip inferior vena cava filter on (B)(6) 2011 due to trauma. Patient is alleging vena cava perforation. The patient is further alleging physical pain, mental anguish, emotional distress, physical impairment, and fear. Per a report from (CT) performed on (B)(6) 2017: "ivc filter is present at l2-3. Legs of the filter extend slightly beyond the walls of the inferior vena cava. A left-sided filter leg touches the outer wall of the abdominal aorta."